Manufacturer narrative:
The filler was injected into the patient and is not available for return. The syringe was not returned for evaluation. Further information regarding this event, product or patient details has been requested but was not retrieved. The event is a physiological event complication and analysis of the device generally does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling. Complaints.

Event description:
A healthcare professional reported injecting a patient with evolysse smooth in the temples. Immediately following the injection, the patient experienced dizziness, headache, and not being able to close the jaw properly. Hcp suspects arteries in the temporal area were compressed causing loss of blood flow to the ear.